Event description:
A customer reported a system message code was displayed during surgery when pressing the foot pedal multiple times in single shot mode. The procedure was completed by exchanging the system. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).